Manufacturer narrative:
Device not returned.

Event description:
Patient implanted with t-sling on (B)(6) 2012. Later patient experienced problems that she did not have prior to that surgery that include severe pelvic pain, bleeding, inability to have intercourse with her husband without excruciating pain, nerve damage and emotional distress. Patient has been diagnosed with pelvic pain, abnormal wbc's results, pelvic contractions, piriformis syndrome, sciatica, si joint injury and she cannot do the things that she used to do just two years ago.